Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient receiving clonidine and dilaudid via an implanted pump; the concentrations and doses were unknown by the reporter. The indication for pump use was non-malignant pain. On (B)(6) 2016 it was reported that in (B)(6) 2014 they were increasing her pump dose because she had increased pain. She had been "increased to 4.7 and the max is 5". In (B)(6) 2014, the patient stated that she was being titrated down because she had "way too much medication" and it was "causing me problems" (the patient did not elaborate on what the "problems" were). The troubleshooting/diagnostics performed, the "problems" the patient experienced, the cause of the increased pain, and the resolution of the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.